Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up. During interrogation of the implantable cardiac monitor, an error message was displayed. After a firmware download, normal device function resumed. The patient's condition was good.